Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The device also had a minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the customer was unable to prime. Blood glucose value was 14.7 mmol/l. It was stated that the numbers on the screen did ramp up, but the insulin pump would then go back to the rewind menu. The insulin pump was not bumped, dropped or exposed to a magnetic field. The device was returned for analysis.